Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined there was an incorrect assignment of monitors at headquarters. According to user reports, four beds were swapped during the assignment process. Based on the results of the analysis, the cause of the reported problem was the configuration. The issue was resolved by updating the configuration. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating that the monitor swapped with rooms, so the data was displayed in a different sector. This occurred immediately after deployment (installed by philips on (B)(6) 2026). The device was not in use on a patient at the time of the event, so there was no patient involvement.